Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved with a pump reset, guided by technical support, and the customer was instructed to call back if the malfunction code reappeared. The customer understood and acknowledged this instruction.